Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The patient was transferred to another hospital where the impella cp was explanted on arrival to use the same site as arterial access for catheterization, despite being on maximal support. Upon removal of the impella cp, the patient went into pulseless electrical activity (pea) requiring cardiopulmonary resuscitation (CPR) and extracorporeal cardiopulmonary resuscitation (ecpr). The patient survived to explant. Cardiac arrest may be related to the patient¿s underlying critical illness, severe cardiogenic shock, and hemodynamic instability during device removal and transition of support.

Manufacturer narrative:
The facility disposed of the pump and guidewire so it is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.